Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer's blood glucose was 347 mg/dl at the time of incident. The customer's blood glucose was 262 mg/dl at the time of call. The customer stated that they had blood glucose of 345 mg/dl before meal then bolused for a meal and the blood glucose was still 345 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they forgot to fill the cannula's dead space after removing the introducer needle. The customer stated that they programmed another prime after reconnecting and disconnecting instead of doing a prime into the air. The customer did not want to continue troubleshooting. The insulin pump will not be returned for analysis.